Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per csr dealer advised back upholstery starting to tear upper right and left and seat upholstery not holding up.